Manufacturer narrative:
Content: as the original bulk non sterile contract manufacturer, medron has no direct contact with end user. The information related reported date, lot number, catalog number, initial reporter, and codes from section h6 are based on the notification provided from (B)(4) to medron. History: (B)(4) notified medron of a retrospective complaint analysis that changed (B)(4) complaints to a reportable status and requested DHR reviews. As a contract manufacture, medron is also required to submit a MDR for the event per section 2.17 of the draft guidance for industry and food and drug administration staff - medical device reporting for manufacturers. These mdrs are numbered 1722746-2015-00001 through 1722746-2015-00010. Device history and process review confirmed lot met release and process requirements. Similar bulk non sterile product evaluated and confirmed to meet specification requirements.

Event description:
It was reported that the recanalization crossing support catheter was broke approximately 7-8 cm from the tip. Another catheter was used to perform the procedure. There was no patient involvement.